Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The ventralex mesh was implanted to reinforce the fascia as it was noted to be very weak. The patient began experiencing discomfort and underwent excision of peritoneal lesions and adhesions. The ventralex mesh was noted to be "wadded up". A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. The patient was treated for adhesions which is a known adverse event listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.

Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2005 - patient underwent laparoscopic cholecystectomy performed in conjunction with a tubal ligation. A ventralex mesh was implanted to reinforce the fascia as it was weakened. On (B)(6) 2007 - patient underwent diagnostic laparoscopy. Excision of peritoneal adhesions and lesion, excision of ventralex mesh and drainage of right ovarian cyst. The ventralex mesh was noted to be "wadded up".